Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample dilution probe and performed alignment procedure. The cse also performed ion-selective electrode calibration to verify the instrument performance. The customer then performed a daily maintenance and ran quality controls, which were acceptable. The cause of the discordant, falsely low magnesium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s) and a nurse questioned the result. The sample was repeated on the same instrument, resulting higher than the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium result.